Event description:
It was reported that a spectrum pump had a false upstream occlusion that occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was received for evaluation. During functional testing, device passed downstream occlusion testing as the occlusion occurred within psi (pounds per square inch) range and acceptable times. A review of the event history log revealed upstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was determined to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.